Event description:
It was reported that while the patient was in the hospital for unknown reasons, device interrogation showed a spike to high svc (superior vena cava) defibrillation coil impedance. On the same day, the rv (right ventricular) defibrillation coil impedance also jumped, and was noted to have intermittent high values. The transvenous rv lead was explanted and replaced, and the standalone transvenous svc defibrillation lead remains in use. During the explant, the atrial lead, which had apparently already been attached to the rv lead, was also explanted, so it too was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2011; 693565 implantable tachy lead, (B)(6) 2011.